Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a smart touch bidirectional catheter and charring occurred. At the end of the case, when the catheter was removed from the patient there was char residue on the catheter. Additional information was received on the event. The system did not present any error messages nor did the physician see any product problem. There were no issues related to temperature or flow on the catheter. Settings during the event include: 25 to 35 watts of power with a temperature shut off at 42 degrees. Heparin was used during the procedure as an anticoagulant. There was no patient consequence and the patient has not exhibited any neurological symptoms since the procedure was completed. Therefore this event was originally assessed as not reportable. The catheter was returned to biosense webster for analysis and it was found that there was char and reddish brown material on tip dome proximal end width measuring about 1.026mm and length measuring 1.536mm. In addition, ring #1 is sharp on the distal side with some white material sticking out from underneath the ring on both sides. The char finding coincides with the reported event, however the additional finding of a sharp ring with white material is indicative of a reportable event as the sharpness of the ring or the dislodgement of the material could cause patient injury. Additional information was received on the returned catheter condition. The physician did not indicate that he had any difficulty removing the catheter from the boston scientific zurpaz medium curl sheath, asymmetric curve, 8.5 f sheath. The additional finding was not noticed prior to use, upon withdrawal or prior to sending the catheter back. The awareness date for this record is may 7, 2015 because that is when the reportable finding was discovered.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a smart touch bidirectional catheter and charring occurred. The returned device was visually inspected upon receipt and char was found on tip dome end. Additionally, ring #1 was found sharp on the distal side with some white material sticking out from underneath ring on both sides, which is why this complaint was reported to the FDA. Further information received indicates that the damage was no noticed during or after the case. No resistance was noticed while removing the catheter. A fourier transform infrared spectroscopy (ft-ir) analysis was performed on the foreign material and the test revealed that it was primarily composed of polyethylene with a second compound of barium sulfate, both materials widely used in the medical industry; polyethylene can be used to manufacture catheters and sheaths and the barium sulfate is used as a radiopacifier. This material is unlikely to come from the bwi catheter manufacture process since during the manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage from leaving the facility. The outer diameters of the polyurethane (pu) were measured and all were found within specifications. Per the char condition reported at the complaint event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding char has been verified; however the root cause of the char remains unknown.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).